Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer conducted diagnostic tests; however, neither drawer was included in the configuration. The engineer powered down the unit, reseated all connections to the controllers, and upon powering it back up, the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.